Event description:
Respiratory infection [respiratory infection]. Coughing [cough]. Case description: this case was reported by a consumer and described the occurrence of respiratory infection in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) unknown for an unknown indication. On an unknown date, the patient started super poligrip free denture adhesive cream. On an unknown date, and unknown time after starting super poligrip free denture adhesive cream, the patient experienced respiratory infection (serious criteria gsk medically significant) and coughing. Super poligrip free denture adhesive cream was continued with no change (dechallenge was negative). On an unknown date, the outcome of the respiratory infection and coughing were unchanged. It was unknown if the reporter considered the respiratory infection and coughing to be related to super poligrip free denture adhesive cream.